Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found insulation abrasion breaching the inner coil lumen at 81.5 cm to 82.0 cm from the connector pin. Abrasion breaching the ring electrode lumen was also noted at 83.3 cm to 83.6 cm from the connector pin.